Event description:
While attempting to defibrillate a patient (age & gender unknown) the defibrillator paddles did not allow the device to discharge. Complainant did not indicate that there was any adverse effect to the pateint due to the reported malfunction.